Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was implanted in the (B)(6) and then moved back home to (B)(6)where she died about a year later. It was reported that the patient was found expired suddenly and unexpectedly. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.